Event description:
Information received with return of the device does not address the patient's clinical status but notes that during an attempted implant, the device exhibited no output when connected to the leads.